Event description:
Unnecessary shock delivered; I have a boston scientific s-ICD model 3501 implanted in (B)(6) 2018 due to risk of sudden cardiac death from hypertrophic cardiomyopathy. On (B)(6) 2021, it gave me a shock while I was sitting down in my office talking with a person. I was not doing anything out of the ordinary, I didn't feel palpitations, chest pain, shortness of breath nor did I pass out. I called my device team, they advised me to go to the hospital. Further testing revealed that I had an accidental shock due to oversensing. All leads were oversensing. There was no visible fracture of the leads in the x-ray but because my device is in both of the most recent advisories from boston scientific, they decided to turn the device off until I can get it removed. I am wearing a life vest now in the meantime which, by the way my insurance does not want to cover the cost of. I have been 1 month wearing this until my surgery gets scheduled. I believe I have ptsd as this lifevest beeps at least twice daily to alert me of delivering a shock. I have palpitations more often now and after reviewing my EKG recordings, the episodes are vtach. I had recent heart studies done in (B)(6) 2020 where my heart was stable and in even better condition than previously as my vtach episodes were well controlled with medications. Now, ever since this recent shock in (B)(6) 2021 due to a technical / manufacturing defect of my device, my heart feels worse and is also causing negative effects in my emotional and mental health. I'm also extremely worried about having to undergo surgery again. FDA safety report ID# (B)(4).